Event description:
The facility representative reported an infuso.r. Pump with a condition of "sounds like internal gears are grinding." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of "unit is alarming, sounds like internal gears are grinding" was confirmed and reproduced during product evaluation. The assignable cause was not identified. The pump was returned to the customer unrepaired.